Event description:
It was reported that the device failed when applying the clip. The jaws of the applier can't close the clip.

Manufacturer narrative:
When I receive the quality engineer's investigation report on the device, I will submit a supplemental report.